Event description:
An endo retrieval bag was used to remove the patient's left kidney. One of the bags reportedly separated from the device prematurely. The other device was reportedly difficult to deploy. It also separated prematurely and was reportedly difficult to retract. The specimen was removed via bag that was difficult to deploy. There was no patient harm.